Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was not provided. The alarm cannot be cleared. The device was not exposed to a strong magnetic field. It was not dropped or bumped. Customer uses energizer batteries. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.